Event description:
This report was received from (B)(6) and is a spontaneous report by a baxter employed health professional from india. This is a report of a patient with peritonitis that coincident with dianeal 1.5% ultrabag (dianeal_1.5% pd2_solution for peritoneal dialysis_bag, pvc) and dianeal 2.5% ultrabag (dianeal_2.5% pd2_solution for peritoneal dialysis_bag, pvc) therapies. On (B)(6) 2012, the patient began treatment with dianeal 1.5% ultrabag with lot number 1206050 and dianeal 2.5% ultrabag with lot number 1207027 therapies (doses and frequencies not reported) intraperitoneally (ip) for peritoneal dialysis (pd). Action taken with dianeal therapies was not reported. During a call with baxter india technical services, the following was reported. On an unreported date, the patient did not wear a mask and had constipation. On (B)(6) 2012, the patient experienced peritonitis. The patient was not hospitalized for peritonitis. The patient was treated with fortum injection, 1gm, ip for 14 days and reflin injection, 1gm, once daily for 14 days for peritonitis.

Manufacturer narrative:
(B)(4). There was no allegation of a product malfunction reported against the baxter product by the customer; therefore, the sample was not requested for evaluation and a batch review will not be conducted. The condition of use error - breach in aseptic technique was confirmed, because it was reported that there was a breach in aseptic technique; however, the assignable cause code could not be determined, since it is unsure why the patient had a breach in aseptic technique. A labeling review found the home choice user manual to be adequate for the use/user error identified in this incident. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.